Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. No damages or defects were found that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. The adhesive pad was not returned with the returned device. No damages or defects were observed with the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. The exposed portion of the soft cannula was observed to damaged. Fluid was unable to flow through the complete fluid path due to the damaged exposed soft cannula. The timing and cause of the damage to the exposed portion of the soft cannula could not be determined. Investigation of the download data found that the pod generated an 0x1c alarm, indicating the pod reached its expiration time. It was confirmed that the alarm was generated after the pod ran for its 80-hour limit of operation, upon which pod operation was automatically terminated.

Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had decreased to less than 70 mg/dl. In addition the patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site (abdomen). As treatment, the patient applied a new pod.